Event description:
The pump was originally returned for disposal only.

Manufacturer narrative:
(B) (4). Final device analysis revealed a reliability non-conformance for the pump. Motor gear corrosion caused the anomalies seen in the gear train and the stall. There was some pooling of moisture and green corrosion in the motor housing appearance. An x-ray showed that the roller arm was not moving. The roller arm area has some moisture, residue and green corrosion present. The roller wheels turn freely. There was green corrosion on the bulkhead. The gears appear clean and dry. Gear 4 was stuck in the bulkhead jewel initially. Gear 3 has residue on both ends of the shaft. The jewel that corresponds to the gear 3 top plate side has black material in it. The two jewels that correspond to the gear 3 and 4 have caking and residue in them.